Event description:
Caller stated that patient began using an insulin pump then later returned it to get an upgrade, a 713 model. On (B)(6) 2013 the patient failed to receive the correct doses of insulin to manage his diabetes. As a result, he suffered a seizure, fell, and suffered serious physical injuries including a dislocated shoulder and broken bones. Again, around (B)(6) 2013, the patient was using the insulin pump and paradigm quick-set infusion sets when he failed to receive the correct doses of insulin. As a result, he began suffering back pain, for which he received treatment. Again, on approximately (B)(6) 2013, the patient was using the insulin pump infusion sets when he failed to receive the correct doses of insulin to manage his diabetic condition. As a result, he suffered diabetic ketoacidosis and vomiting for which he received treatment. He was transitioned from insulin pump to insulin injections. Consequently, the patient lost his job as a nurse. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump alarmed reset for several hours while charging overnight, confirmed via the history download review. This alarm occurred due to the insulin pump being received with a depleted battery. Once a new battery was installed and time/date was set, reset alarm will occur. The alarm was cleared and testing continued. Failed battery test alarm noted due to reset alarm depleting test battery. The insulin pump passed functional test including prime, displacement, basic occlusion, reset, occlusion and excessive no delivery alarm tests. The insulin pump had a cracked case near reservoir tube window, cracked reservoir tube lip, minor scratches on display window and light corrosion noted on battery cap contact.